Event description:
Bed siderail would not lock in the up position.

Manufacturer narrative:
Magnet heatstake assembly was broken. The right foot mount bracket was not cut in spec, so the siderail would not lock in up position. Used device and replaced right foot mount bracket. Also replaced magnet heatstake assembly. No other problems found, no injuries, bed back in service.